Manufacturer narrative:
This is one event (death) of two events for the same patient involving two separate products; associated MDR numbers 1225714-2014-00387 and 1225714-2014-00388.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product. Based on the death certificate attached to the lawsuit, the decedent also experienced a cardiovascular event on (B)(6) 2012. The certificate of death was provided indicating the immediate cause of death was cardiac arrest and underlying causes were ventricular fibrillation and heart attack.